Event description:
Initial results for a pt ft4 was <0.023 ng/ml. When repeated, the result was 1.81 ng/ml. The incorrect result was not used to guide therapy. The field service rep could not confirm a malfunction of the system.